Manufacturer narrative:
It was reported that during an initial bunion surgery on (B)(6) 2026, the patient experienced a fracture. Additional information indicates the surgeon inserted the plate/jig, the position appeared dorsal medial, the plate was removed and repositioned three times. Following the third attempt at insertion of the plate/jig, a fracture of the first metatarsal medial wall was confirmed via radiographic imaging. The first metatarsal was no longer able to contain the plate. The surgeon manually shifted the metatarsal head/capital fragment and used two smooth 0.062 inch k-wires from the dorsal distal aspect of the first metatarsal head into the plantar proximal aspect of the first metatarsal base. Alignment was deemed appropriate and stable. It was also noted that the patient had poor bone quality. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Based on the information provided, the most likely cause is the patient's poor bone quality and operator technique. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that during an initial bunion surgery on (B)(6) 2026, the patient experienced a fracture. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.